Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: unknown, and product ID: 9735737, version #: 1.3.2, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 9735670 (serial: (B)(6)); implant date n/a; explant date n/a; product ID unk-nav-comp (unknown serial/lot); implant date n/a; explant date n/a; section d references the main component of the system. Other medical products in use during the event include: sw kit 9735737 stealth s8 cranial. H3) onsite functional and visual examination was performed by a manufacturer representative. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that since replacing the system's camera over a month ago, the system had issues tracking any optical instrument or reference frame. The issue occurred in preparation for at least 3 cases since replacing the camera. There was no error message when the issue occurred. The issue seemed to resolve after rebooting the system. Technical services (ts) was unable to troubleshoot during the initial call, but recommended swapping the camera cart with the site's other system to determine if the issue follows the camera. The reported root cause was believed to either be with the camera, or with the computer, or software. The issue occurred again on 2025-5-5 in preparation for a case, but the representative was able to swap camera carts with the other one at the site and proceed with the case. The representative was able to troubleshoot with the problematic camera cart, connected to the other system's main cart. The main issue was the camera does not seem to track an instruments. The camera displayed unusual behavior when initializing; specifically the green led flashes continuously as if the camera kept trying to initialize, and the camera kept beeping twice. Sometimes the system would give a "localizer not connected" error message, but the leds were powered on and cables were seated properly. The representative accessed ndi toolbox and no issues were detected. This concluded the camera may be faulty. There was no patient involvement.

Manufacturer narrative:
This system had multiple reports of camera issues. Analysis for the returned camera was previously reported under regulatory report number: 1723170-2025-01844. H3/h6: the camera, lot number: p924872, was returned and analyzed. A check of the event log showed intermittent storage temperature exceeded and illuminator current low. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735737, software: 2.1.0 h3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Codes b01, c19, d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.